Event description:
It was reported by a patient who underwent a gl procedure that post procedure the patient; ¿experienced utis, retention and extreme urgency issues; the patient complains of leakage, uti and bladder discomfort". This patient also stated, "I have headaches, vomiting, nausea, and confusion which may be from the anesthesia". Reportedly, he saw his urologist and primary care physician for treatment. The urologist prescribed "cipro" for the uti, but this patient had an allergic reaction and was given another (unknown) antibiotic, "which seemed to work". For bladder leakage, the urologist prescribed "vesicare" but due to side effects was changed to "myrbetriq". At this time, his physical activity makes it more difficult for him to urinate. The urologist prescribed "flowmax" for his urine flow which "elevated his blood pressure". The patient had double vision and vertigo". At this time, the patient continues to have complaints of "reduced flow" and "urinary retention". He believes this has limited his ability to work. No further information was reported at this time.

Manufacturer narrative:
The gl procedure was performed at in an outpatient clinic and patient was under general anesthesia.